Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some post port placement, the device allegedly flipped. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, however, a medical record review was performed. The investigation is confirmed for the reported port flipped issue. According to the medical record, approximately thirteen days post filter deployment, the patient was presented for mediport evaluation secondary to a flipped port. Subsequent fluoroscopic images revealed that an intact infusaport with reservoir overlying the right anterior chest wall and catheter tip overlying the superior vena cava. The chest port was noted to be flipped and attempts were made to flip the reservoir to its normal position however was not successful. Next day, the patient presented for mediport removal. An incision was made overlying the port access site and the mediport reservoir was removed. Later, a new 8 fr MRI mediport was implanted with its tip in the region of the superior vena cava. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5,d4 (expiry date: 04/2020), g3, h6 (method). H11: d1, d4, e1, e3, g2, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that some time post port placement, the device allegedly flipped. Reportedly attempts were made to flip the port to its normal position but unsuccessful. The device was removed and replaced with new port system. There was no reported patient injury.